Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family member that the patient was experiencing seizures which had become more frequent. The patient¿s family member was concerned they may be due to a low implantable cardioverter defibrillator (ICD) battery. The ICD remains in use. No further patient complications have been reported as a result of this event.